Event description:
It was reported that this right ventricular (rv) shock lead was exhibiting high out of range impedance measurements. Technical services (ts) was consulted about impedance alert limits. This rv lead remains in service. No adverse patient effects were reported

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that this right ventricular (rv) shock lead was exhibiting high out of range impedance measurements. Technical services (ts) was consulted about impedance alert limits. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and this right ventricular (rv) lead has been explanted and successfully replaced. No additional adverse patient effects were reported.